Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that there was blood in the wall vacuum of the orthopat machine. No donor or operator injury or reaction was reported.

Manufacturer narrative:
Upon evaluation of the device the reported problem was verified. The machine was decontaminated and the components which were damaged were replaced including the wall vacuum and the spill bag. The machine is now ready for use. (B)(4).